Event description:
After iabp for about 24 hrs, the iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted. The contact stated that the pt went on the expire about 24 hrs later and the event did not contribute to the death. The following was rpt'd to datascope on 10/28/97: blood was noted in the pneumatic tubing. Pumping was stopped and the iab was removed. Event complications: none from the event - rpt'd 8/12/97 and 10/28/97. Pt current status: expired - rpt'd 8/12/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.